Event description:
On (B)(6) 2018, a 30 mm amplatzer pfo occluder (pfo) was selected for implant following tee guided sizing. When the left atrial disc was deployed into the left atrium, the disc failed to reconfigure to the correct shape and took on an hour glass shape. The pfo was re-sheathed and deployed a second time but the issue persisted. The device was re-sheathed and removed from the patient. The device was examined on the table and the disc manually reshaped to the correct configuration. It was reloaded and pushed back out of the loader on the table. The same deformity was noted. A 30 mm amplatzer cribriform device was then selected and successfully implanted without incident. The patient has been discharged from the hospital.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.